Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer stated he found a kink in the tubing and did not have to change the set. Blood glucose value was 400 mg/dl; he treated with the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.